Event description:
It was reported that a request was made for technical services (ts) to assess if this device has entered safety mode. Upon review, ts confirmed this to be the case. This device was subsequently explanted and successfully replaced. No additional adverse patient effects were reported. This device was returned for analysis.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.